Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However as the customer reported that the issue occurred several times the technician decided to replace the flow control and processor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the flow from a centrifugal pump system with tubing clamp which was initially shown disappeared during the procedure. There was no report of patient injury.